Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose was 410 mg/dl. Customer tried to put new sensor, he pulled the needle portion the whole thing came off. Customer said it was stuck to the sensor. Customer declined troubleshooting for high blood glucose readings. Insulin pump will not be returned for analysis.